Manufacturer narrative:
Follow-up # 1 - 3/25/2015. Device evaluation. The lay user/patients test strips have been returned on 10/30/2014 and further evaluated by lifescan product analysis on 11/10/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their ot ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, they obtained an inaccurate high result of ¿400mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product. The patient claims he/she developed symptoms of ¿sweating and feeling¿ a shirt while after the product issue began. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the correct unit of measure was used, the correct testing procedure was used and testing method and storage were correct. The patient was unable to walk through a retest due to insufficient supplies. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.